Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, and / or if any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an rx needleknife sphincterotome was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure in the duodenal at papilla performed on (B)(6), 2010. According to the complainant, after introducing the needleknife through the scope the needle was extended to do a cut but the needle was bent. The procedure was completed with another rx needleknife sphincterotome. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
A visual examination revealed that the working length was twisted and the needle was retracted. A functional evaluation found that the needle extended out of the catheter when activated with the handle, but the extended needle was found to be bent 5 mm from its distal end. The needle extension measured approximately 5mm which meets the manufacturing specification. The od of the distal end of the cut wire/ needle was measured and meets the od specification. The condition of the returned unit was consistent with the complaint incident that the needle was bent. During manufacturing, tome devices are 100% inspected for working length and cut wire/needle integrity so the bent wire and twisted working length occurred likely during customer usage. Therefore, the most probable root cause is operational context. A review of the device history record confirms that the device met all manufacturing specifications. A search of the complaint database revealed that no other complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that an rx needleknife sphincterotome was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure in the duodenal at papilla performed on (B)(6), 2010. According to the complainant, after introducing the needleknife through the scope the needle was extended to do a cut but the needle was bent. The procedure was completed with another rx needleknife sphincterotome. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.